Event description:
Our affiliate in (B)(4) received a registration by mail from (B)(6). The event was reported by an eye care provider stating a pt presented with "severe neovascularization." Details of vessel incursion were not provided. The report states that the pt had not had an eye exam in five years. The report also states that "if the pt continue with the same handling/routines without eye exam, it will jeopardize the eye health." The provider recommended that the pt be refit with single day lenses. No other info is available at this time. As it is unclear whether the pt experienced any loss of vision, this is being reported as worst case. No product or lot info was provided. If additional info is received, will report within 30 days of receipt. (B)(4).

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusions can be drawn.